Event description:
MFR's rep reported that pt had developed meningitis 12 days post implant at the spinal site-not the pump site. The entire system was explanted. Follow up revealed the pump site culture was negative. The meningitis has resolved. The devices explanted have not been returned for analysis.